Event description:
It was alleged that during use the pump changed rates from vtbi of 6.2 to 602ml. It was noted by the facility that their investigation revealed this to be a user entry error - the pump was programmed at "6 zero 2" instead of "6 decimal 2" ml. There was no reported pt consequence or injury.